Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece and there were no defects to the fiber body, also the fiber tip was in good condition. The fiber connector was analyzed, and it was found that there was no light exiting the connector face, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral lithotomy procedure, the fiber became damaged at the distal end while inside the scope. The fiber was checked with the scope and there was no light passing through. The procedure was completed with another fiber and no patient complications. The return fiber was analyzed, and it was found that there was an internal connector fracture.